Event description:
The physician was treating a calcified lesion in the mid cx. The lesion exhibited 85% stenosis and was pre-dilated prior to the attempted placement of the rsint30026x stent. The lesion had 80% stenosis following pre-dilatation. The resolute integrity stent could not cross the lesion and was removed. Upon removal it was reported that the stent struts were damaged. The failure to cross the lesion was reported to have been due to the difficult lesion anatomy. The procedure was completed with another product. No clinical sequelae were reported.

Manufacturer narrative:
Results: stent dislodgement. Conclusion: stent dislodgement. (B)(4).

Event description:
Device evaluation: the device was returned without the stent on present on the delivery system . Crimp impressions were visible along the working length of the balloon. There was no evidence of damage to the balloon. The delivery system was kinked on the hypotube at 21cm and 87cm distal to the strain relief.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (calcified lesion with 80% stenosis following pre-dilatation. Difficult lesion anatomy was reported to have contributed to the event). Deformation problem. No results available since no evaluation was performed. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (calcified lesion with 80% stenosis following pre-dilatation. Difficult lesion anatomy was reported to have contributed to the event). Unable to confirm complaint. (B)(4).